Event description:
It was reported that the patient had an injection done 6 weeks prior to the report on the side where their battery was placed. Ever since the injection the patient had been having weird problems where the battery was feeling warm to the touch and it hurt to touch. The patient had a lot of scar tissue and when they did the injection they really had to move around a lot in the area because of the scar tissue. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n282475, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).